Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is fog in ccd glass and the back end of light guide bundle creased and damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, the abnormal image was not confirmed but was likely related to the failure of the ccd glass in the insertion unit. The fog in the ccd glass was likely caused by failure of the component. The back end of the light guide bundle being creased and damaged was most likely caused by physical damaged due to contract with other equipment during reprocessing, transportation, or storage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during preparation for use for a laparoscopy diagnostic procedure the subject device had abnormal image. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. E1 - address: (B)(6). Postal code (hospital): (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.